Event description:
It was reported in a journal article that a preauricular fistulectomy procedure was performed on an unknown date and suture was used. Seroma and resultant wound dehiscence occurred which were healed by seroma evacuation and skin resuture. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).